Event description:
Customer reported that she had gone swimming with her insulin pump for thirty minutes while wearing the insulin pump and then received a button error alarm. The blood glucose reading was 308 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had moisture damage on electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.